Event description:
It was reported that a system diagnostics test was run on the patient's vns system, and low output current message was received. Prior to this first system diagnostic test being run, the patient's output current was increased. Another system diagnostic test was run which instead showed ok current. The impedance values were within normal limits. System diagnostics were run twice more with current reported to be ok. Attempts for additional pertinent information have been unsuccessful to date.